Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer also reported that there was a leak on the reservoir. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's blood glucose was over 175 mg/dl at the time of call. The customer stated that he was not wearing the insulin pump on the time of call. The insulin pump will not be returned for analysis.